Manufacturer narrative:
H6: the device was further evaluated by ventec, where the reported issue of it rebooting by itself was confirmed. Ventec replaced the control board to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined the cause of the reported issue to be the control board.

Event description:
An authorized service provider (asp) contacted ventec to report that the device was rebooting by itself. There was no reports of patient use associated with the reported issue.